Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon implant of the left ventricular (lv) lead, the coronary sinus was dissected. Tamponade from perforation was also reported. The implant procedure was stopped and a pericardiocentesis was conducted and the physician chose to use the proximal portion of an alternative lead as a device pin plug. No further patient complications have been reported as a result of this event.